Manufacturer narrative:
Investigation summary: cubby beds made multiple attempts (6 by email and 2 by phone) and were not able to attain more information about the damage to the bed's safety sheets that could be relevant to determining the root cause. The mother gave no indication that an injury occurred or that medical intervention was required. The mother was monitoring the child via the technology hub camera at the time of the event and did not see the child sustain any injury. Information obtained during the investigation (including photographs of the damaged bed safety sheets) confirmed that the safety sheets were torn in the center area of the sheet. The product was not returned for evaluation. Manufacturing records reviewed during the investigation demonstrate the safety sheet inspections were completed with no nonconformances noted. The safety sheets involved in this incident were not received damaged so it is concluded that the damage did not occur at the time of manufacturing. The complainant reported that the sheets had been in use for several months prior to the ripping. ("Received the beds less than a year ago"). Complainant also reported that the children rock side to side to fall asleep. Root cause: the root cause of the reported event is unable to be determined with the information made available during the investigation. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.

Event description:
Customer reported on (B)(6) 2023 that the bed safety sheet had ripped down the center of the sheet. The safety sheet ripped (B)(6) 2023 per complainant. Photographs provided affirm there is a rip down the center area of the safety sheet. Complainant did not indicate any injury occurred. The complainant reported that the sheet had been in use for several months prior to the ripping. ("Received the beds less than a year ago"). Complainant also reported that the child rocks side to side to fall asleep. The reporter confirmed that no injury or adverse event resulted from the event.